Manufacturer narrative:
(B)(4). According to the complainant, the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was attempted to be placed transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed successfully; however, upon attempted deployment of the second flange, the handle broke. The stent and the delivery system were removed. The procedure was completed by implanting a biliary metal stent with a plastic stent through the metal stent. There were no patient complications reported as a result of this event. According to the complainant, the axios stent was implanted transgastric to the jejunum for a gastrojejunostomy procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content or the biliary tract. The device is not indicated to be placed transgastric to the jejunum. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.